Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows a break in the cannula body, approximately 1" from the distal tip, just below the suture collar. The break area exposed two of the spring winds in body. No signs of scuffs, or physical damage was noted in the break area of cannula body. It was noted that in the relaxed position, the broken portion of tip laid straight, and not at the designed 45 degree angle. Conclusion: reduced performance of the device occurred and is related to the event. Initial evaluation could not determine the source for the split cannula. The product has been returned to the supplier for further evaluation. No adverse patient effects were reported.

Event description:
Medtronic received information that this arterial cannula split under the suture hub/ring during cannulation. The product was removed and replaced without reported adverse patient effect.